Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received; working channel sleeve protrusion was largest at the distal cap when the large knob was articulated in one direction. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional inspection was performed. The spyscope ds was plugged into the controller; there were no issues with the live image. The distal tip articulated without issue. A guidewire and a spybite were passed through the working channel without issue. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out but appeared to only adhere to the proximal end of the pebax region; the working channel sleeve was pulled out of the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the working channel sleeve braid imprint found throughout the pebax region. The evaluation concluded that the complaint investigation conclusion code for the working channel protrusion is "manufacturing process design". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when attempting to use the spyscope ds catheter in the bile duct the image began to scramble and a black screen appeared. The ercp procedure was completed with cytology brushes. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: working channel sleeve protrusion.